Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6), the report of suspected thrombosis, and elevated ldh could not conclusively be determined through this evaluation. A system controller log file was submitted for review. The log file contained data spanning from (B)(6) 2021 02:22:41 through (B)(6) 2021 18:40:24, per the timestamps. A second system controller log file was submitted. The log file overlaps the previous when it begins collecting data on (B)(6) 2021 16:35:05 through (B)(6) 2021 20:55:00, per the timestamps. Routine power exchanges and pi events were noted throughout the log file. Throughout the captured data, there were replace controller, yellow wrench advisory, and sc controller internal errors. No other abnormalities were observed, and the pump appeared to operate above the low speed limit for the duration of the log file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii lvas IFU, rev. H, lists hemolysis, and suspected thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system in section 1, ¿introduction¿. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 (under "anticoagulation") contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. The implant kit was shipped with heartmate ii lvas IFU, rev. C. This document explains that a ¿pi event¿ indicates a sudden change in a patient¿s volume status, arrhythmias, a sudden change in power, or a sudden change in pump speed. This document states that if the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that lactate dehydrogenase (ldh) and plasma free hemoglobin (pfh) did not trend upward. The cause of elevated white blood cells (wbcs) was hemoconcentration and dehydration. The cause of chest pain was suspected to be pump thrombosis and dehydration. Pfh was 150 and ldh was 615 at the time of the event. Chest x-ray (cxr), computed tomography (CT) of abdomen, pelvis, and chest, as well as echocardiogram were diagnostic tests utilized. Ldh, pfh, and international normalized ratio (inr) all returned to normal limits and the suspected threatened thrombosis resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were sent for review. The patient presented on (B)(6) 2021 with sever left-sided chest pain. The patient's labs were taken and their white blood cell count was 14.33, their lactate dehydrogenase (ldh) was 615 and their plasma free hemoglobin was 150. The patient denies dark urine. The patient was admitted to the ICU on a heparin drip.